Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was returned for evaluation. The manufacturing lot numbers were provided for review. Photographic evidence was provided for review as well. The distributor indicated that the defects were found during incoming inspection. A review of the photos and samples confirmed the issue from the distributor. Analysis of the finished good lot numbers were reviewed. No non-conformance's were noted during the manufacturing process. After reviewing the manufacturing process, it was determined that the seal got caught in the in the machine line causing a disruption in the sealing process. This prevented the seal from being completed. Therefore a likely root cause for the defect may be attributed to a machine error. Production supervisors and operations were notified of this issue. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that a light handle was discovered with a sealing issue. The item was not in use. No injury/death was reported. Customer reported the issue for multiple lot numbers. Lot numbers and their respective complaint numbers are as follows: (B)(4), lot 285693. (B)(4), lot 286431.